Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.  Reported events: two events were reported for this quarter. Product return status: two devices were received for evaluation. Evaluation status: two device evaluations are in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. Two events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by a split weld.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.